Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer was experiencing high blood glucose of 400 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed high pressure test. After troubleshooting, it was determined that insulin pump was functioning correctly. Caller was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.